Event description:
It was reported that the battery housing opening and the battery may have fallen out and been damaged. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If the device is rec'd, a quality investigation will be performed and a f/u report will be filed.